Manufacturer narrative:
Correction: the device date of manufacture was changed from 08/01/2004 02/01/2005.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/22/2016. After troubleshooting another issue the fse found that controls for wbc were failing. The fse found that the wbc bath was faulty. The fse replaced the wbc bath, which repaired the failing wbc results on controls. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The field service engineer (fse) reported the coulter act diff 2 analyzer was recovering erroneous white blood cell (wbc) results on controls. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.